Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photos. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that (2) ar-12990 knee scorpions jaw broke. This occurred during a case, the first device when loaded with a 2-0 fiber wire and trying to pass the suture the lower jaw broke off. A second scorpion was used and with the first pass, the top jaw broke off. There was no additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.